Manufacturer narrative:
A cautery device flashed like a "lighter flame" during the start of a procedure with the initial use of the cautery device when it was activated. The device was being used in the coag setting at 35. Use of the device was immediately stopped and it was removed from the surgical site. A new cautery device was obtained and procedure was completed without further incident. There was no burn or injury to the patient or surgeon. Cautery device was returned and operated as intended. A root cause cannot be determined but we cannot rule out the cautery tip was seated incorrectly. Due to the reported incident this medwatch is being filed.

Event description:
It was reported a cautery device flashed flame during a procedure.